Event description:
It was reported that the bd nexiva¿ closed IV catheter system felt loose when pulled. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the finger grip felt loose when pulled.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 20g nexiva unit with no product documentation to indicate the reference or lot number. Additionally, two photos were provided for investigation which are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. The report that the safety mechanism separated from the catheter septum/adapter was confirmed and the cause appeared to be associated with the manufacturing process. The device was received with the tip shield positioned against the catheter adapter. A functional test revealed that the tip shield could separate from the catheter adapter before the needle was disengaged. A bend in the v-clip prevented the tip shield from fastening to the catheter adapter. Damage to the v-clip may occur during manufacturing when loading the v-clips into the tip shield due to a machine misalignment. Units go through a 100% inspection for v-clip depth which detects and rejects units with damaged v-clips that do not fully seat within the tip shield. However, as the v-clip in the returned unit was fully seated this inspection would not have rejected the unit. Additionally, operators perform visual inspection of the full assembly and functional testing for needle retraction/decoupling per the sampling plan to mitigate the occurrence of this defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system felt loose when pulled. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the finger grip felt loose when pulled.